Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead was dislodged.

Manufacturer narrative:
Final analysis revealed insulation degradation at 6.6 cm from the connector pin. The damage found likely resulted in the reported undersensing anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an office visit, review of the electrocardiogram revealed that the patient was in atrial fibrillation due to right atrial lead undersensing. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that lead dislodgement was the result of twiddler's syndrome. The patient was doing well post procedure.